Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the manufacturing records regarding the ventricular lead connection revealed the device was manufactured according to all applicable procedures.

Event description:
Reportedly, 2 issues occurred during the implantation of the pm device : - the v lead impedance was > 3000 ohms -the sensing test showed the atrial egm and in the egm tab as markers were displayed. However no values for the p-wave were displayed. The pm pocket was opened on the same day and the ventricular lead was found to be loose (had not been inserted all the way). It was reported that the insertion of the lead was perceived as difficult. Then the impedance was then found to be regular and the atrial sensing was measured and displayed.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, 2 issues occurred during the implantation of the pm device : the v lead impedance was > 3000 ohms the sensing test showed the atrial egm and in the egm tab as markers were displayed. However no values for the p-wave were displayed. The pm pocket was opened on the same day and the ventricular lead was found to be loose (had not been inserted all the way). It was reported that the insertion of the lead was perceived as difficult. Then the impedance was then found to be regular and the atrial sensing was measured and displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, 2 issues occurred during the implantation of the pm device : - the v lead impedance was > 3000 ohms -the sensing test showed the atrial egm and in the egm tab as markers were displayed. However no values for the p-wave were displayed. The pm pocket was opened on the same day and the ventricular lead was found to be loose (had not been inserted all the way). It was reported that the insertion of the lead was perceived as difficult. Then the impedance was then found to be regular and the atrial sensing was measured and displayed.